Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the ER due to high blood glucose values exceeding the 300 mg/dl range. No symptoms or treatments were mentioned; however, the customer checked his blood glucose three times as his blood glucose ascended to the 300 mg/dl range, so he decided to go to the hospital. No troubleshooting occurred for the hyperglycemia, and no products were returned or replaced.